Manufacturer narrative:
(B)(4). Concomitant medical products - vanguard knee system ps tibial bearing # 183740 lot # 150800. Regenerex primary tibial tray with locking bar # 141273 lot # 780400. Vanguard ps open box femoral # 183104 lot # 506070. Vanguard series a patella # 184786 lot # 591300. Sig CT tka gde/mdl set # 42-422556 lot # 179136. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11219, 0001825034-2017-11222, 0001825034-2017-11224 and 0001825034-2017-11225. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery 3 months post a revision surgery due to infection. During the surgery, the surgeon noticed that the femur was in slight valgus and it appears that there was too much cement behind the medial femoral condyle and not enough behind the lateral femoral condyle. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.